Manufacturer narrative:
Little info has been supplied on the event. If add'l info is obtained, a supplemental report will be filed as appropriate.

Event description:
The surgeon reported that he has scheduled a surgery to revise a cmc joint with a new implant.